Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was recovered by the customer. A field service engineer (fse) verified the customer issue on the main half height matrix drawer 2.1, which was reported as failed on arrival. The customer was able to recover the drawer successfully during the recovery stage, indicating a user-related issue. The fse logged into the hardware test application (hta) and ran a final test on the main half-height matrix drawer 2.1. The final test passed successfully, confirming the drawer was operational. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user reported failed storage space in drawer. Customer tried to reboot the station to recover drawer, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.